Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation

Event description:
(B)(4) - the dentist reported that after 5 months dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved, the patient presented bone type I and immediate load and immediate implant were performed.